Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that beginning probably mid (B)(6) 2017 their stimulation is turning off by itself. There are times when they do not use their patient programmer but when they do they notice the stimulation is off even though the ins battery level is at 75% and not low. It has happened a number of times. They are able to use their patient programmer to turn the stimulation back on. Patient services reviewed that this is not expected and redirected the patient to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's ins battery had been too low. The patient was instructed to charge to a certain point and then turn the stimulation. The patient did so and the issue was resolved. No further complications are anticipated.